Manufacturer narrative:
The device was returned not deployed. The device was deactivated before any pulses were run. An 0xaa alarm was present in the data download. The device was reset and delivered a 5-unit bolus with no issue. The device deployed during the reset run. No physical damage or defects were found. The exact cause of the 0xaa alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.